Event description:
On (B)(6) 2011, the customer reported to customer svc that she originally began using her breast pump in (B)(6) of 2009 and stopped using it one month later because she could not continue to breastfeed. She began using the pump again in (B)(6) of 2011 and it turns on, but makes a clicking noise and loses suction. No injury was reported.

Manufacturer narrative:
Customer svc conducted troubleshooting with the customer at the time of the call ((B)(6) 2011) and determined that there was a tear in the diaphragm. A replacement pump was sent to the customer and the customer was asked to return the original pump. The complaint was determined to not be potentially reportable based on the info in the complaint. In f/u with the customer on (B)(6) 2011 to get the original pump back, the customer indicated in an e-mail that she developed an infection "because the pump was not working and unfortunately I only pump because my son never latched on well." Multiple contact attempts were made to get additional complaint info, including medical treatment, if any, and to get the product back for testing/analysis. All attempts were unsuccessful. The pump has not been received as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be determined whether medical intervention, if any, was required and, because the breast pump was not returned by the customer for testing/analysis, it cannot be definitively concluded that the pump did or did not cause or contribute to the infection. We will monitor complaints for similar issues.